Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2014) is considered to be a best estimate. This MDR represents the perfix plug (device 3). An additional supplemental emdr was submitted to represent the perfix plug (device 1) and perfix plug (device 2) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2018- patient was diagnosed with direct right inguinal hernia, thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a direct right inguinal hernia was noted and dissected. A perfix plug (device 1) was placed on the floor and sutured¿. On (B)(6) 2018 - patient was diagnosed with recurrent right inguinal hernia, thereby underwent open repair with implant of perfix plugs (device 2 and 3). Per op notes, ¿scar tissue was identified. Recurrent hernia was found attached laterally to the previous placed perfix plug (device 1). There was a large direct recurrent inguinal hernia which was then dissected. A perfix plugs (device 2 and 3) were placed on the defects and was sutured¿. On (B)(6) 2019- patient was diagnosed with recurrent right inguinal hernia, thereby underwent open repair with explant of perfix plugs (device 1, 2 and 3) and implant of perfix plug (device 4). Per op notes, ¿excessive scarring was noted and dissected. Two rolled meshes one attached to lateral portion of urinary bladder was identified. Perfix plugs (device 1, 2 and 3) were excised. Perfix plug (device 4) was placed and sutured.¿